Event description:
During a ptca treatment procedure, approximatley 1 cm of the polymer sleeve of the pt graphix int 182 cm guidewire peeled off and is retained within the pt's body. The lesion was 100% stenosis (cto) in the proximal left anterior descending (lad) coronary artery. Initially, the physician used a 7f britetip al1sh guiding catheter in an attempt to cross the lesion, but was unsuccessful. He was subsequently successful with a 7f britetip al.75sh guiding catheter, but hit against the entrance of the right coronary artery (rca). For this reason, the jr3.5 angiographic catheter that was intended to be inserted in the opposite site was not able to be inserted. Finally, a britetip jl4sh guiging catheter was successfully delivered. The physician then attempted to deliver a pt graphix intermediate guidewire, but was unable to cross the lesion despite a 30 minute attempt. The guiding wire exchanged for a conquest pro 9g, which was unable to cross the lesion despite a 15 minute attempt. Due to the chance that the wire might be inserted into a false lumen, a parallel wire technique was performed. The pt graphix intermediate 182 cm guidewire was used to deliver a tornus catheter across the lesion, then was exchanged for a conquest pro 12g guidewire. Upon removal of the pt graphix guidewire, the physician noted that approximately 1 cm of the polymer sleeve had peeled off at a location approximately 6 mm from the distal end of the wire. An angiogram confirmed that the coating remained in the pt's blood vessel. The pt was asymptomatic during this event. This procedure was discontinued because the conquest pro 12g was also not able to cross the lesion. Pt status is reported as 'good'.